Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that the patient¿s glucose was 318 mg/dl, and the patient was treated with an exogenous insulin injection and did not have ketones. The patient was sick and attributed the elevated glucose to the illness. The patient had changed the site twice in an effort to resolve the issue, which had not helped. The patient had disconnected the tubing from the site and issued a bolus of 2 units but did not see any insulin drip from the end of the tubing. The cassette was filled and loaded and had been working fine until yesterday. The patient confirmed that it smelled of insulin, and upon closer inspection, it appeared to be leaking. There was patient involvement, and no patient harm was reported.